Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor had a blank display when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the navigation system was replaced to resolve the reported issue. The system then passed the system checkout and was found to be fully functional. The monitor of the navigation system has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, the monitor of the navigation system powered down without prompt from the user. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.